Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the doctor at the veterans affairs (va) hospital and they adjusted their stimulation. The patient stated they were fine for the 6.5 hour ride home. When they got home, they sat down to watch television (tv) and suddenly had a return of symptoms. Suddenly they started "shaking really bad" and having problems "hearing so well." The patient stated they had no falls or trauma and that they have parkinson's. They stated they left the tv room which had the tv, modem, and a computer. They turned the tv off "in case that was the reason" for the sudden return of symptoms. They asked if the tv, wifi modem, or computer could cause the change in programming. They used the patient programmer (pp) and checked the implantable neurostimulator (ins), which was showing on and ok. Technical services was consulted on the call and information was reviewed with the patient. They were redirected to follow-up with their healthcare provider (hcp).